Manufacturer narrative:
G4: 06may2020. B4: 08may2020. The replaced blower assembly was returned for failure analysis. It was determined that failure of the temperature sensor function of the blower assembly was the root cause of the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/07/2020.

Event description:
The customer reported a blower temperature high diagnostic code. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm or delay in therapy. The patient was a (B)(6) year old female 1'67cm, (B)(6) kg. The manufacturer¿s international service technician evaluated the ventilator and confirmed the occurrence of the reported diagnostic code in the diagnostic report. The service technician replaced the blower assembly and the problem was resolved.